Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they had knee surgery three weeks ago. The device was off during the procedure and wasn't turned back on until last week. The patient was experiencing a change in therapy daily including her feet being on fire, the backs of her legs throbbing and hurting, and not being able to sit which was a sudden change following knee surgery. The physical therapist told the patient what she was experiencing wasn't related to the knee; that it had be her back stimulator. The patient was going to turn stimulation off even though turning it off didn't really make it better. Turning stimulation off made her nerve pain (reason for implant) return. The patient's doctor and primary care physician (pcp) were three hours away and she couldn't even sit in a car to get to them because she was in too much pain. Relevant medical history includes complex regional pain syndrome type I and spinal pain. The patient was currently waiting to schedule an appointment with the manufacturer's representative (rep) since they were unable to handle the three hour drive.